Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device would not spin and the bearings were coming off. It was further noted that the bearings were not spinning and the attachment seized. There was a two minute delay to the planned surgical procedure while retrieving the back-up device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device cutter could not be inserted. It was determined that the bearings were worn out, had corrosion and no longer in axial alignment not allowing insertion of the cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.